Event description:
Healthcare professional reported blood leaked from the bio-pump onto the external drive during bypass. Exact origin of the leak was not determined. The unit was changed out. The pt's condition was unaffected by the event.